Event description:
Reporter indicated that vns patient has passed away. Cause of death is not known at this time. It was reported that the patient was found dead in the morning by family members. The patient was schedules for a follow up appointment with treating neurologist the day before her death for the purpose of discussing changes to device settings due to some vision issue that had been reported to her physician. The vision issue was not suspected to be related to the vns therapy. The appointment was cancelled for unknown reasons and it was later reported that the patient had passed away the next day. The patient was reportedly receiving vns therapy at the time of death. There is no evidence at this time that the vns therapy caused or contributed to the reported event.

Event description:
Death certificate was obtained and revealed that an autopsy was performed. The immediate cause was listed as epilepsy with the underlying cause listed as natural. Manner of death was marked natural.

Event description:
A sudep reconciliation was performed by the national death and was provided to the manufacturer for review. Per the ndi, this event was determined to be definite sudep with the cause of death of epilepsy, undefined.